Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed and there was no information to suggest that the reported issue was related to the manufacturing of this device. Based on the event description and result of manufacturing controls, no objective evidence was found to link the event to manufacturing. The sample has been returned for evaluation and the investigation is currently underway.

Event description:
It was reported that a .014 inch guidewire could not be readvanced out of the distal tip of the recanalization catheter after successfully crossing a cto in the right distal popliteal artery. An attempt to remove the guidewire from recanalization catheter also proved unsuccessful. After several attempts at advancement and retraction, the distal tip of the catheter began to accordion onto the guidewire. The recanalization catheter, guidewire and 6f introducer sheath were retracted simultaneously from the iliac bifurcation in attempt to straighten the entire system and another attempt was made to remove the guidewire from the recanalization catheter. During this attempt, the guidewire broke and the proximal portion of the wire was removed. An attempt was made to retract the recanalization catheter and the guidewire from the introducer sheath, however, this also proved unsuccessful. A .018 inch guidewire was advanced alongside the 6f introducer sheath to maintain access. The introducer sheath, recanalization catheter and remaining portion of guidewire were then removed simultaneously. Upon removal, the patient's blood pressure dropped a 7f introducer sheath and a pigtail angiographic catheter were inserted. Angiography demonstrated extravasation originating from the left external iliac artery. A covered stent was successfully implanted across the site of extravasation without further incident. The patient was then administered several units of blood and is reported to be stable.